Event description:
The customer contacted physio-control to report that during a patient event their device powered off by itself multiple times. The patient, a male, was in cardiac arrest. Medical personnel had attached the patient to the device using defibrillation electrodes and it was during their attempt to charge the device (in order to defibrillate) that the unit powered off. This occurred twice. A backup device (lifepak 1000) was on scene and immediately used on the patient. The backup device analyzed the patient¿s rhythm and gave a no shock advised decision. Medical personnel then performed CPR on the patient while he was transported to the hospital. The patient did not survive the event; however, the reporter advised that the device use did not contribute to the outcome of the patient and that patient had numerous health issues and was in poor condition at the time of the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and the device's battery. Proper device operation was confirmed during functional and performance testing. It was determined that the battery was normally depleted due to age and use. The internal battery data logs indicated that the device had been displaying a low battery charge indication for at least 2 weeks prior to the reported event and had not been replaced. The customer also was not carrying a fully-charged spare battery (as recommended in the device operating instructions). Physio-control has concluded that the reported event was due to the battery not being replaced after it had reached a low state of charge as indicated in the readiness display on the device. The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.